Event description:
It was reported that the carescape telemetry server (cts) emitted a high pitched beep sound and then shut down, resulting in a loss of monitoring for 10 minutes affecting 7 patients. The loss of monitoring was noticed immediately and an alternate cts was available. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.